Event description:
According to the available information, prior to insertion, the balloon test was done with 15ml of sterile water without difficulty. The placement of the catheter did not present any problem with a good return of urine. Following inflation of the balloon with 15ml of water the urine became pink then hematuric with blood clots. When removing the catheter the nurse observed the ballon burst. A new catheter was placed without pain successfully.

Event description:
According to additional available information, the indication for use of the catheter was recurrent urinary tract infections/ urinary leakage in a patient at end of life. A urinary catheter insertion set containing a glycerine- based lubricating gel was used.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9396698 with the same defect. We received a documentary investigation from our subcontractor about this complaint: raw material's issue was known and registered. This issue can lead to balloon bursting. Checking the quality databases revealed this type of defect is known and closely monitored a similar case study was performed based on same item number: aa6316 and same defect: balloon burst, over the last four years: 8 similar cases were found. A risk management file evaluation was performed and concluded that the risks identified are still acceptable and considered as safe.